Event description:
Additional information was received from the clinical team. The implant date of the ins was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that an infection was not confirmed but they treated it like it was one to be sure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider [hcp], clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced pain on the abdominal scar/pocket/medical device site on (B)(6) 2025, there was redness on the scar and itching. Probably an allergic reaction to the glue, so we removed the glue manually, prescribed tavegyl and betnovate cream. Utrasounds performed and showed no collation on the stimulator. On the (B)(6) 2025 the scar was dry but still redness around, continued with betnovat. The patient went to urgent care near his place and sent the hcp a picture, decided to introduce antibiotic for 10 days. On (B)(6) 2025 the scar was fine. Outcome was resolved without sequelae on (B)(6) 2025. Etiology was a causal relationship to the implant procedure. Age at consent was 60 years old.